Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the power switch of the device was broken and the device couldn't turn on. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the following causes. The device was manufactured on january 11, 2013. Since this device is the one before design change of the power switch, it is presumed that the power switch was damaged because the operating force amount and frequency during application of the power switch exceeded that expected. It is presumed that abnormal appearance was caused by aging degradation because approximately five years had passed since manufacture of this device, or caused by applying excessive force or hitting a hard object.